Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, an amplatz super stiff wire crossed the stenosed native valve. The transcatheter valve was inserted and repositioned. In total, the wire recrossed the native three times. The patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and then a pericardial window. 1000ml of blood was suctioned allowing the systemic pressure to return. Cardiopulmonary bypass (cpb) and a sternotomy were performed. A 3mm perforation located on the septal side of the left ventricle was noted. The perforation was sutured, but was not approximating due to friable tissue from chronic steroid use. The patient was placed on extracorporeal membrane oxygenation (ECMO) and was stable with little blood draining from the chest tube. The physician reported the effusion was initially caused by the amplatz super stiff working wire. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).